Event description:
According to the reporter, during a bowel resection procedure, the first device was connected to a generator but the tissue were sticking to jaws (eschar buildup, etc.). The second device was also connected to a generator but the metal heat plate came away from the jaws. Devices were being used through a soft tissue and did not clamp the jaws over anything metal eg. Clips, instruments. Another device was successfully used with the same generator. There was no patient injury.

Manufacturer narrative:
Concomitant products: lxmj37s, maryland xp inline sealer/divider 37cm (lot#30110226x). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws were not closing properly. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bowel resection procedure, the first device was connected to a generator but after half an hour, the tissue were sticking to jaws (eschar buildup, etc.). The device was applied to tissue at the time and the jaws were released and gently removed. The blade was not extended and does not protrude beyond the edge of the jaws. And device were also cleaned in between uses. The second device was also connected to a generator but after 15 minutes, the metal heat plate came away from the jaws. Devices were being used through a soft tissue and did not clamp the jaws over anything metal eg. Clips, instruments. The blade was not extended, does not protrude beyond the edge of the jaws, and it was not broke/cracked or completely broken off. No piece fell into the patient cavity. And device were also cleaned in between uses. Another device was successfully used with the same generator. There was no patient injury.